Manufacturer narrative:
During testing, channels 1 and 2 of the device alarmed with an e321 (bettery charger timeout) error code. This was due to the battery. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with a warning: replace battery error message. This does not indicate a reportable malfunction. However, during verification testing at the service center, channels 1 and 2 of the device alarmed with an e321 (battery charger timeout) error code.